Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6).

Event description:
It was reported that the was experiencing nerve irritation which caused intense shooting in left calf and foot from procedure. The patient was prescribed with pain medications and gabapentin, the symptoms have improved.